Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy with laser lithotripsy and stent placement procedure in the kidney, ureter, bladder performed on (B)(6) 2022. During the procedure, when attempting to insert the stent over the guidewire, it was noted that it became buckled and would not slide over. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).